Manufacturer narrative:
On 15-mar-2022, mentor received additional information regarding the event date. Initially, the event date was estimated as (B)(6) 2021 based on available information. However, additional information revealed that the actual event date was (B)(6) 2021. The relevant field has been updated. On 23-mar-2022, mentor received additional information regarding the suspected medical device and the patient¿s condition after the revision surgery. Initially, the suspected medical device was reported as an unspecified mentor smooth gel breast implant. However, additional information revealed that the actual suspected medical device was a 350cc mentor memorygel breast implant (catalog #: 3507350bc, lot #: 268106). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report was indicated as the left-sided prosthesis on the initial report. However, the side of the implantation is currently unknown. The patient was fully recovered after the revision surgery. The relevant fields have been updated. On 31-mar-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two unspecified mentor smooth gel breast implants and experienced bilateral rupture postoperatively. MRI indicated bilateral rupture. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implant prostheses (catalog #:3503501bc, left serial #: (B)(4), right serial #:(B)(4)) on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed a tear on the anterior view and extending to the posterior view, measuring approximately 11.4 cm. Additionally, a crease was noted on the edge of the tear on the anterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).